Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that during a tka procedure item cracked over the incision or wound it was being used to check tension. It remained in one piece. No procedural delays. No injuries reported. Backup device available.